Manufacturer narrative:
H11: through follow up communication it was learned that circulation motor, distribution board, and cpu board were replaced and the device was then working properly. Unit was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed an error related to patient pump 1 function (e06). The issue occurred during priming. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in india. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.